Event description:
It was reported that during a stapled hemorrhoidectomy procedure, after closing and firing, however, no crunch sound was heard. When the device was opened, the mucosa was partially cut, 20% area of the ring was with stapled completely formed, the rest of it were not formed. Severe bleeding and need a suture to close the opened mucosa layer. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.